Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was further clarified on 05dec2025 that the faults only occurred on (B)(6), and that (B)(6) was disconnected for low flow 2.0 software. It was stated that (B)(6) had a controller defect.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that it seemed a driveline communication fault alarm occurred on the patient's system controller, and it was cleared when the controller was replaced. After replacement, when the controller was self-tested, a controller fault alarm was triggered. The series of events was judged to be due to a faulty system controller. The patient was asymptomatic. Log files were submitted for review, and the event log file indicated that the backup battery was installed on (B)(6) 2025 at 20:19:10. The event log file captured low flow alarm events on (B)(6) 2025. There were also several momentary low flow events recorded. There were no further alarm events until a driveline disconnect alarm flag was recorded on (B)(6) 2025 at 16:08:20. A controller shutdown sequence was completed on (B)(6) 2025 at 16:08:59. The data indicated that the driveline was reconnected on (B)(6) 2025 at 15:19:50. There were no further unusual events recorded during this history.